Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the healthcare professional connected the catheter to the power injector to inject contrast media while the catheter was already inserted into the patient vein. When they start injection the catheter burst, reportedly they felt the catheter could not "tolerate the pressure from the power injector." The facility requested information from the company representative and have been informed the catheter is not compatible with the power injector. The catheter was removed from the patient after the incident. No additional information was available at the time of this report.

Manufacturer narrative:
Investigation - evaluation : a review of the quality control and trends of the complaint device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which instructs ¿do not power inject¿ and ¿use of a 10ml or larger syringe will reduce the risk of catheter rupture¿. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be the use of the device in a manner contraindicated in the IFU. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.